Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the tip came off of the probe in the patient, during the procedure. The physician left the tip to pass naturally and completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).